Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged discovering evidence of foam degradation in their water reservoir. The patient alleged having severe obstructive sleep apnea. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The user alleged discovering evidence of foam degradation in their water reservoir. The patient alleged having severe obstructive sleep apnea. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found an unknown dust contaminant and hair-like particle in the bottom enclosure, blower, blower seal, blower box and top enclosure. The manufacturer found no evidence of sound abatement foam degradation/breakdown. The device's event log was reviewed by the manufacturer and found the error log showed, 3 instances of: e-53 and 1 instance of: e-200. The manufacturer concludes the contaminates found were consistent with hair like particles and an unknown dust contaminant, contamination inconsistent with the sound abatement foam. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown sections d9, g3, h3 and h6 has been updated / corrected.